Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab removed due to severe kinking". Additional information states that the iab was exchanged over the guidewire. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force. Upon removal, the bladder was noted damaged consistent with being stretched. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab removed due to severe kinking" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "iab removed due to severe kinking". Additional information states that the iab was exchanged over the guidewire. No patient injury or consequence reported. The patient's current condition is reported as "fine".